Manufacturer narrative:
The investigation for the access site bleed, positioning, and thrombus has been completed. Product was not returned for review. The root cause of access site bleeding and thrombus was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient (unknown race and ethnicity) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and thrombus in the femoral artery occurred with the use of the impella cp. The patient had a very high bleeding, and the decision was made to use a femostop to resolve the bleeding. The thrombus was first seen, after the surgical opening of the femoral artery and a hematoma was the result of the use of the femostop. There was no treatment of the hematoma. Following, approximately ten hours after start of support, the impella cp device was explanted due to malposition and the patient's need for higher support. The patient was reported to be stable following the event.